Manufacturer narrative:
Technician found loose pins in p379 cable connector. Replaced p379 cable ((B)(4)) and checked functions to resolve this issue.

Event description:
Complainant alleged that pt in medsurg room can place nurse call, with response not heard in expected location. No injury alleged by account.